Event description:
It was reported that the iodine sponge of a minicap did not have iodine. This was noted before use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.